Event description:
Wound deterioration drapes are more difficult to use, canister is harder to put on. Dressing basically fell off. Wound now necrotic.

Manufacturer narrative:
The complaint could not be confirmed as no sample or photo were provided for evaluation. Additionally, there is not enough information to determine what difficulty the customer experienced. A corrective action request (B)(4) was initiated to further investigate the reported issue. The investigation confirmed that all drapes continue to meet required release and shelf life specifications. The manufacturing batch records were reviewed and no issues were observed. There have been no changes to the specifications. A review of the finished product batch records confirmed that the product met specification requirements prior to release. Additionally, no changes have been made to the product or manufacturing process that may have caused or contributed to the reported issue. The vendor performs in-process and finished product release testing for every lot. All lots that were released met the specifications established by s&n. The complaint also indicates that the wound progressed to necrotic state; however in the reported information, there is no information about frequency of dressing change and wound assessment or nature and amount of necrotic tissue present in the wound bed and patient's underlying health condition. It is not possible to determine if this issue is related to the patient's health or device in use. At this time, no root cause has been identified for the performance of the drape and the complaints received from the field. The product is currently working as designed.